Event description:
Review of service data detected a reportable event. During servicing, charger/modem sn (B)(4) was found to have a defective power supply brick. The last pt to use this charger/modem did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. Upon evaluation, charger/modem sn (B)(4) was found to have a defective power supply brick. The root cause of the defective power brick cannot be positively identified. No adverse event resulted from the defective power brick. The last pt to use this charger/modem did not report any deficiencies.